Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. When the emts arrived, they tested the consumer getting a result of 147 mg/dl on the nova biomedical blood glucose meter. The emts immediately tested the consumer using their unknown brand glucose meter getting a result of 23 mg/dl. The difference in the readings was determined to be clinically significant. During troubleshooting, it was determined that the consumer consistently leaves the lid of the test strip vial open and may be compromising the integrity of the test strips. The meter and test strips in question will be returned for evaluation.